Event description:
It was reported that there has been oversensing on the ventricular lead and they have been seeing 5 second pauses in the patient. It was noted that the threshold was a little high. The lead was capped and replaced with a transvenous lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.